Manufacturer narrative:
Additional premarket submission: k822723. Multiple attempts were made for additional information and to secure the return of the device. However the customer has not responded nor sent the device back for evaluation. Without return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. With the provided lot number, a device history record investigation was initiated to assess for any manufacturing-related processes. A supplemental report will be submitted once the device history record investigation is complete. Report with FDA report ID number 2015691-2025-10587 was submitted for the pc1q that was used during the case. The instructions for use states provides the following warnings and precautions: this catheter requires special techniques for insertion and removal. Electrode dislodgement may result from pulling the catheter out through the percutaneous sheath. Avoid forceful wiping or stretching of the catheter during testing and cleaning as not to break the electrode wire circuitry. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that, during use, two swan ganz pacing catheters were not effective. No allegations of patient injuries. Further information is not available.

Manufacturer narrative:
The device history record review was completed and the product passed without nonconformances.